Event description:
It was reported that the vns patient had a bloody hematoma at his generator site. The hematoma was first observed on (B)(6) 2014 and drained for the second time during an office visit on (B)(6) 2014. The surgeon stated that trauma possibly had caused or contributed to the event as the patient had seizures and hit the affected area. No causal or contributor medication changes preceded the onset of the event.no known surgical interventions have occurred to date.

Event description:
It was reported that the physician is unsure whether there is an infection or if the body is rejecting the device. The infection was present at the lead site and was reported in MFR. Report # 1644487-2014-01461. The patient underwent generator and lead explant. The generator analysis will be reported in this MFR. Report. The lead analysis will be reported in MFR. Report #1644487-2014-01461.

Event description:
On (B)(6) 2014 product analysis was completed on the explanted generator. Results of diagnostic testing indicated that the battery status indicated ifi=no in the pa lab. The battery voltage was 2.995 volts (not at ifi), as measured during completion of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.